Manufacturer narrative:
Batch review performed on 18 august 2017. Lot 165910: (B)(4) items manufactured and released on 18 january 2017. Expiration date: 2022-02-08. No anomalies found related to the problem. To date, this is the first item sold of this lot.

Event description:
During surgery the surgeon tried to implant a 58 dm cup, the cup would not seat properly. The surgeon used a 2-hole cup with screws. The surgeon had difficulty implanting the 2-hole cup. When the surgeon went to implant a size 3 standard femur, he was unable to stabilize the leg. At this time the surgeon was using a flat liner. The surgeon moved to a lateralized stem and a hooded liner to complete the surgery. The surgery was completed successfully. The surgeon stated he couldn't get a good press fit with the cup. The stem was switched for stability purposes. X-rays and explants are not available.